Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete,a supplemental report will be filed. Evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
The patient reported that the up and down arrow keypad buttons became intermittently responsive two weeks ago. The patient stated that he wears the pump exterior to garment and that he does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be torn at the ok button and the key contacts were misaligned. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was also evidence of keypad adhesive found under all key contacts.